Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was revised in (B)(6) 2015.

Manufacturer narrative:
(B)(4). Investigations and conclusions were documented under ar# e2013004.

Event description:
Patient was revised in (B)(6) 2015. (B)(4).